Manufacturer narrative:
Device evaluation by MFR: a photographic image was provided to aid in the investigation. The photo shows only the distal tip section of the device with the polymer jacket detached.

Event description:
It was reported that guidewire fracture occurred. A 300cm angled tip v-14 control wire was used during vascular procedure. However, it was noticed that the guidewire fractured. The device was removed with a snare and the procedure was completed with a .014 wire. No patient complications reported and the patient status was stable.